Event description:
It is reported that: the patient began experiencing soreness in her hip and difficulty moving her leg in (B)(6) 2012. She received cortisone shots in (B)(6) 2012 which alleviated the pain. The pain returned in (B)(6) 2012 and has gotten increasingly worse. She is in constant pain. The patient reports trouble walking and a loss of mobility. She now uses a cain. The patient visited her surgeon in (B)(6) 2012. She had an MRI of her hip and lab work completed on (B)(6) 2012. She is awaiting the results.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Device information has not been provided at this time. Information received from the patient indicated that reported device may be either rejuvenate or abgii. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.